Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture ingress behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: evidence of moisture was observed under the display screen. The display screen was dim and discolored. The pump failed a leak test due to a display lens leak; the pump cover was opened and moisture was observed on the circuit board.